Event description:
Defibrillator (ICD) was explanted after 38 months for elective replacement indicator (eri). The physician and pt expressed dissatisfaction with regards to device longevity. Another guidant lcd was subsequently implanted. The device was returned to guidant for analysis.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 38 months for elective replacement indicator (eri). The physician and pt expressed dissatisfaction with regards to device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.